Event description:
It was reported that a home patient experienced a connection issue between the heater bag and heater line connecter of a cassette. This occurred during dwell two of peritoneal dialysis therapy. The patient stated that the heater bag had come loose from the heater line connecter. The patient stated they would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.